Manufacturer narrative:
Continuation of d10: product ID 37603 lot# serial# (B)(6); implanted: (B)(6) 2021. Explanted: product type implantable neurostimulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The caller reported that the patient felt like something was not working correctly with the ins because they have not been feeling themselves and they were having "really bad speech." The caller was not with the patient and they mentioned that the patient was in the hospital at the time of the call, noting that they had been in the hospital for the past 2-3 days. The caller stated that they tried calling the manufacturer representative (rep), but the phone number was inactive. The caller asked if a  rep could check the patient's ins while they were in the hospital. Agent reviewed that the hospital could call nas and request to have their local mdt rep paged. The caller was advised to have the patient follow up with their healthcare provider to further address the issue.